Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin pump had software error detected alert. Blood glucose level at the time of the incident was 480 mg/dl. Customer declined troubleshooting for high blood glucose. It was unknown whether the insulin pump was in use or not. Customer stated insulin pump showed an error again which cause blood glucose high. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. The insulin pump will not be returned for analysis.